Manufacturer narrative:
Device not being returned for evaluation. Investigation in process but not yet complete.

Event description:
Surgeon implanted 3 torx locking screws into volar plate and then decided to move the plate to a more preferred position and when he tried to back the 3 torx locking screws out with the torx screwdriver, the heads of the screws stripped out. The surgeon used 2.7mm locking screws and a 1.9mm drillbit in a "young" patient.